Event description:
It was reported that the ilet user announced breakfast late, resulting in a blood glucose of 45 mg/dl that was treated with oral glucose (five jellybeans), after which glucose rose to 80 mg/dl. Education was provided on correct timing of meal announcements and prioritizing treatment of lows before announcing and consuming meals. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to an improper or incorrect procedure, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.